Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered over 200 pulses, including immediate non-priming boluses. No damages were observed on the needle mechanism, which was reset and redeployed successfully. No problems were found regarding the reported needle mechanism complaint. The exposed portion of the soft cannula was observed to be damaged. The timing and cause of the observed cannula damage could not be determined. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was 300 mg/dl after wearing a new pod between 4 and 24 hours. The patient reported the needle did not deploy. The pod was removed, and a new pod was applied.